Event description:
Customer reportedly received the following results on the voicemate system using comfort curve strips within 10 minutes: 63 mg/dl, 163 mg/dl, 263 mg/dl, 60 mg/dl, and 288 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.